Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event estimated.

Event description:
It was reported based on a comment that during the procedure the indeflator was noted to be pulling air into the chamber. A leak seems to be coming from the tubing that connects to the chamber. The indeflator was changed to a new indeflator to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The investigation determined the reported difficulties appear to be a potential product quality issue. On feb 25th, 2022 abbott vascular decided to initiate a voluntary field action for this product. Abbott vascular submitted medwatch # 2024168-2022-01831 on march 4, 2022 with notification of the voluntary recall in h7, (remedial action initiated). Corrective action has been initiated per site operating procedures. Field safety corrective action is required for specific lots of 20/30 and plus 30 indeflators and associated priority packs: 20/30 priority pack with copilot, 20/30 priority pack, priority pack 20/30 w/115 rhv, ppak 20/30 with rhv, plus 30, ppakplus30, ppakplus30 w/115 rhv. The product will continue to be trended. This action is being taken due to an increase in the complaint trend for reported leak/splash and loose or intermittent connection. 20/30 indeflators are at an increased risk of leaking due to a gap in the hose snap fitting. Stopcocks are at an increased risk of leaking due to a higher tendency for loose connections when not connected properly.